Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional. The patient underwent an ipg explant procedure. The explanted ipg was not returned by the medical facility.